Event description:
It was reported via the implant patient registry that a (B)(6) female underwent a valve explant after an implant duration of eleven (11) years, nine (9) months, twenty two (22) days. Through follow up with the health care provider, it was learned that the reason for explant was due to severe aortic valve insufficiency. Six months prior to re-operation, the patient had worsening fatigue, exercise intolerance, mid sterna chest heaviness and dizziness associated with physical exertion. Upon review of source documentation, the patient reports that there was prosthetic valve insufficiency which was first noted just a few months after surgery and has progressively worsened. This valve was removed and a 23 mm carpentier-edwards perimount rsr pericardial bioprosthesis was implanted. The patient was weaned off cardiopulmonary bypass and was noted to have tolerated the procedure well.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device availability, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this event, patient age at implant may have played a role. No further actions are possible with the available information.